Manufacturer narrative:
Review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A technical support specialist informed the customer that the item was assigned to a bin external to the cabinet, meaning no drawer would open during the issue process. The system functioned as intended after the technical support specialist investigate the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 drawer did not open to issue promethazine hcl 25mg supp. Drawer was not opened even after multiple attempts, and the quantity was displayed as zero. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.